Event description:
It was reported that an alarm 2 occurred along with an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, and there was no report of the cgm reading ¿high.¿ the customer continued to use the pump for insulin therapy.